Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, patient underwent anterior lumbar fusion from vertebrae l4-5. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. Allegedly, "patient continues to suffer from chronic pain and is prevented from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, the patient was presented with the following pre-op diagnosis: l4-5 lumbar disk herniation with foraminal stenosis and bilateral lower extremity radiculopathy. The patient underwent the following procedures: right l4-5 laminotomy, foraminotomy, microscopic diskectomy, posterolateral arthrodesis l4-5 with autologous iliac crest bone graft, placement of epidural catheter. Anterior lumbar interbody arthrodesis l4-5 with synthes machined allograft spacer rhbmp-2 and synthes anterior tension band plate. As per operative notes, ¿a small hole was drilled in the spacer and a small piece of rhbmp-2 sponge was placed within the confines of the spacer. Second sponge was draped around the spacer and it was introduced at the l4-l5 level with the synthes squid introducer. An additional rhbmp-2 was placed anterior laterally.¿ no intra-operative complications were reported.